Manufacturer narrative:
Event has been updated with additional information received on august 22, 2019. Initial reporter's city, state/province, zip code: (B)(6). Problem code 3270 captures the reportable event of stent failed to expand. Conclusion code 4316 is being used in lieu of an adequate conclusion code for device not returned. The complainant indicated that the device was disposed in accordance with the hospital protocols and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on july 14, 2019 that a wallstent biliary rx uncovered stent was to be used in the biliary to treat cholangiocarcinoma during a stenting procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the stent was able to be deployed; however, the stent failed to fully expand after ten minutes causing the 8 cm stent to be elongated to almost 12 cm. The stent was removed with a snare and another wallstent biliary stent was placed to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. ***additional information received on august 22, 2019*** according to the complainant, the wallstent biliary rx uncovered stent was used to treat a 4-cm biliary stricture due to cholangiocarcinoma. Reportedly, the patient's anatomy was not tortuous but tight and was not dilated prior to stent placement.

Manufacturer narrative:
(B)(6). (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2019 that a wallstent biliary rx uncovered stent was to be used in the biliary to treat cholangiocarcinoma during a stenting procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the stent was able to be deployed; however, the stent failed to fully expand after ten minutes causing the 8 cm stent to be elongated to almost 12 cm. The stent was removed with a snare and another wallstent biliary stent was placed to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.